Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2018 with the following findings: on investigation, there was no evidence of the display being misaligned. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored and the battery compartment was cracked.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was misaligned. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.